Event description:
The user reported that the unit would appear to not power up when the power switch was pressed, but that it would power up after the charge switch was pressed. There was no harm to any pt. Tests detemined that the p.c board foil connecting to transistor q6 on assembly 590263 had broken. It was also noted that one of the mounting tabs on the heat sink for q6 had broken. This had caused the transistor to move, which caused the foil to break. The original cause of the damage could not be determined. The event is not occurring more frequently or with greater severity than is usual for the device.